Manufacturer narrative:
(B)(4). Batch #t5c23m. Investigation summary: the analysis results showed that one gst60t cartridge reload was returned unfired with nine double drivers and two single drivers missing, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from left proximal side. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached as to what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the yellow part of cartridge was broken when it was inserted into powered echelon flex 60. There were no patient consequences. No additional information is available at this time.